Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable drug infusion pump indicated for malignant pain and breast. The pump contained an unknown brand of morphine at an unknown concentration and dose. It was reported the patient passed away; cause of death was cancer. The death was not thought to be related to the device or therapy. There were no allegations against the device. The patient passed away in a hospital. The caller mentioned that they had to use a narco pen on the patient because the patient got "too much at first" then stabilized it and "everything was fine". The patient had fluid buildup in her lungs and trouble breathing and went downhill from that point. The patient also had broken femurs due to medication weakening her bones prior to pump implant. The patient was cremated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.